Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported following a catheter revision on (B)(6) 2011. The pt was started on 50 mg/ml of morphine at the lowest programmable dose of 2.4 mg. The pt was in ER. The sys was purged by the physician and morphine sulphate was restarted at 10 mg/ml at .1 mg per day. Pt was well and was talking the whole time in the ER. The overdose was caused by concentration of 50 mg/ml being too high. The reason for the catheter revision was a possible disconnect or fracture. Catheter was revised to 116 cm. The drugs delivered included morphine 50 mg/ml and bupivacaine 5 mg/ml at 2.4 mg/day and .24 mg/day respectively.